Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the patient implanted with this right ventricular lead experienced a syncopal episode while walking up a flight of stairs. Review of stored device memory revealed an episode of noise and oversensing or a potential episode of ventricular tachycardia. It was unable to be determined if the episode was a true vt, however, the physician felt that it was noise on the lead. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.